Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: functional test performed. Electrical safety test according to iec 60601-1 completed. Hipot test completed. Functional test according to test procedure completed. Defective drill mounting mechanism 1.0 has been replaced by 1.25. Resistance value out of specs: hand control set replaced. "Micro": preventive replacement of o-rings performed according to service manual. Unit modified according to guideline of manufacturer. Unit safety test performed according to manufacturer's final test procedure with reference accessories. As per the input check report the locking ring doesn't close and on/off button doesn't respond is the root cause for the reported failure. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in belgium that the micro tornado hp w hand control device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the drill mounting mechanism on the device was defective. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.